Event description:
While investigating a (B)(6) male pt's monitor for an unrelated issue, a reportable problem was discovered. The monitor failed a pulse test. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor failed a pulse test. The cause for the pulse test failure was isolated to damaged interboard connectors j1002aa and j1002bb. The root cause for the damaged connectors could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the defective monitor. The pt received a replacement monitor.